Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose blood glucose. The customer¿s blood glucose level was over 400 mg/dl. Customer also reported that insulin pump had no delivery alarm and event was resolved by changing complete set. The customer declined troubleshoot for high blood glucose. The device will not be returned for analysis.